Manufacturer narrative:
Complaints database analysis revealed no similar event since unit installation in 2023 and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Based on the current level of information the root cause cannot be identified, however, it cannot be ruled out that the most likely root cause is related to sw exception not correctly handled by the control unit. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that roller pump 85 displayed an alarm pump defective during a procedure. Medical team replaced the cardioplegia crystal pump. There is no report of any patient injury. Customer: (B)(6).

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H11: livanova deutschland manufactures the essenz roller pump. A livanova field service representative was dispatched to the facility to investigate the device. The defective pump error came up on the cpl-c pump. This is a known software problem. The complained pump was checked and the issue could not be duplicate. Serial read out (real time device parameters and setting recording file) of the pump was collected and has been investigated the log analysis was not successful since the files weren't pulled out correctly, so the error code associated to the "pump defective" message cannot be confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.